Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+3.5/102 (sphere/cylinder/axis), into the patient's right eye (od). The surgeon states there is a "little bit of vaulting" however it seems to be resolving on its own. Reportedly, the lens remains implanted. Attempts to obtain additional information have not been successful.